Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm this coil was prematurely detached before it reached the intended area. No patient injury was reported.

Manufacturer narrative:
An unknown guidewire was returned inside an opened axium prime inner pouch within a cardboard shipping box. The axium prime coil was not returned; therefore, further follow-up was conducted for coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.